Event description:
It was reported that during check out by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) power cord is not reading earth resistance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: b5, d1- brand name. The getinge service territory manager (stm) that discovered the issue replaced the power cord. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received power cord reel with a reported unit failure of power cord not reading earth resistance. The failure analysis and testing dept. Performed a visual inspection and found that the plug is not a molded plug that is on getinge power cord reel. It has a plug that was installed by the hospital. Due to this plug not being a getinge part, the fat dept. Cannot investigate this complaint any further. Retained the power reel in the fat per procedure.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) power cord was not reading earth resistance. There was no patient involvement.